Event description:
It was reported that during a ladg procedure, the staple line was not complete. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 3/10/2008. Info anticipated, but unavailable at this time.